Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed and the user was unable to access the machine. The user attempted to recover the drawer but received an on-screen error message stating: object reference not set to an instance of an object. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer found that the cubie in main drawer 2.1 d5 had a broken latch causing the failure and replaced the cubie. The tower was also not being detected because the machine had been swapped from another location and connected to a different port; after reconnecting it to the original port, the tower was detected and fully operational. The system functioned as intended after the field service engineer resolved the issue.